Manufacturer narrative:
The reported event of ¿helix got distorted¿ was not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion. After cleaning and by applying torque to the connector pin, the helix could be extended and retracted with the helix extension length measured within specification. Electrical testing was normal.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the helix of the right ventricular (rv) lead was found to be damaged. The physician elected to replace the lead during procedure. The patient was in stable condition throughout.